Event description:
It was reported by the affiliate that (1) tsg45 was used during a lung biopsy procedure. It was reported by the affiliate that the surgeon fired the gun several times into the pt. Both triggers became jammed down and had to be freed with another instrument. No adverse pt outcome.